Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient presented at an unaffiliated clinic with progressive chest pain, dizziness and decreased energy. The patient was under increased medication, and was scheduled for a stent change out procedure. The patient was discharged the following day without any further actions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered an inappropriate atp therapy due to atrial flutter with a rapid ventricular contraction. The heart rhythm accelerated into ventricular fibrillation and the device delivered high voltage shock therapy. No further information is available.